Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging an issue with her onetouch delica lancing device. It was noted that the patient claimed she was unable to obtain a blood glucose sample due to the lancet not fully penetrating. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient reported that the alleged lancing device issue began a few days prior to contacting lfs. The patient informed the mss that she had only been using the lancing device for approximately 1 week. Due to the alleged lancing device issue, the patient confirmed she discontinued testing her blood glucose; however, continued to take her oral medication as usual. Approximately 3 days after the issue started the patient reported feeling shaky. In response to the symptom, the patient stated she ate a sandwich and confirmed feeling better afterwards. At the time of troubleshooting, the customer care advocate (cca) noted there was no known misuse to the lancing device. The cca confirmed the patient was using the correct lancets; however, the issue remained unresolved at the time of troubleshooting. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged lancing device issue started.

Manufacturer narrative:
(B)(4): the reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.